Event description:
The overhead of the panoramic x-ray unit did not stop when lowered, and landed on the patient's shoulders.

Manufacturer narrative:
The patient did not need medical attention with this incident.the overhead of the panoramic x-ray unit did not stop when lowered.unit will be returned to manufacturer for further evaluation. Follow-up report will be submitted once evaluation is completed.